Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).0 the investigation is complete. Visual examination of the returned product identified the comb was damaged, preventing calibration testing. Functional testing found the locking pins were not functioning properly. One pin was stuck closed and the other pin would not lock into place. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported the carrier would not go through when cranking handle occurred during surgery. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction. Upon completion of investigation it was found that the comb of the device was damaged, preventing calibration testing. Functional testing found the locking pins were not functioning properly. One pin was stuck closed and the other pin would not lock into place.